Event description:
This is a report of a patient that passed away coincident with dianeal therapy. The nurse reported the patient was hospitalized for having a stroke (date not reported). On the day of admission, the patient's family decided to withdraw peritoneal dialysis (pd) therapy due to the patient's status. The pd nurse stated the patient had a significant cardiac history and then proceeded in explaining that she would not offer any additional information regarding the patient and the events leading to the death. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information becomes available, a follow up report will be submitted.